Event description:
(B)(6)2025 :additional information was received from manufacturer representative (rep) who reported the patient is scheduled for device replacement of scs system on(B)(6) 2025. (B)(6) 2025: additional information was received from manufacturer representative (rep) who reported the patient was implanted with a new lead and battery. No complications were apparent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). The patient presented to the hospital on (B)(6) 2025. The battery pocket site was visualized with erosion and scab formation. The battery could not be visualized. There was minor redness around the wound. The patient was kept overnight for observation. Antibiotics required. The device was removed. The patient tolerated the procedure well. Issue was resolved.